Event description:
Medtronic received information that this temporary pacing lead fractured while the product was being removed from the patient's myocardium, 19 days post implant. The decision was made to leave the fractured tip within the myocardium. The surgeon was not concerned, indicating the impact to the patient would be similar to leaving a suture in place.

Manufacturer narrative:
Analysis: two wires were returned to medtronic for evaluation linked together by a knot. Both wires appear to have been used. One of the wires is completed and intact. One wire is fractured at the distal end, and the electrode tip of the wire is missing. The fracture appears to have occurred at the edge of the stripped conductor wire proximal pacing electrode. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Review of device labeling shows indications that the implant duration for this lead should not exceed 7 days. Conclusion: device analysis demonstrates a fracture at the proximal electrode, which reportedly occurred during the explant procedure. Device labeling indicates that the implant duration for this lead should not exceed 7 days, as removal difficulty can occur. This device was implanted for 19 days. User interface likely contributed to the event. No reported adverse patient effects.